Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was pocket pain and therapy not effective. Interventions included repositioning. A new abdominal pocket fascia. Interventions included repositioning the lead to caudal. The stimulation was not in the correct area and they were unable to resolve the problem with programming. The patient reported esthetical bothered by stimulator. The stimulator was visible. The etiology was reported as not related to the device or therapy and possibly related to the implant procedure. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-45, lot# 0209184652, implanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the implantable neurostimulator (ins) was repositioned. The patient did not have the wanted effect from therapy. It was the patient's choice. A new pocket was created on the facia deeper under the skin. The issue was resolved at the time of report. The event was related to the device and lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.